Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4).

Event description:
The customer reported during performance testing of the avea ventilator. In the neonatal mode, the avea ventilator auto-cycles. The customer reported no patient involvement.